Event description:
A device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that corrosion in device. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
A dreamstation bipap avaps30 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found a cosmetic defect of corrosion in the device. In addition, there was a present of contamination from connector oxide. There was no evidence of foam particles or degradation. The device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.